Manufacturer narrative:
Additional info: concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #:(B)(6), additional info: b5 updated d9, h6: updated. Logs have been received but not yet analyzed. Codes b21, c21, d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient archives were received and the analysis determined that the imaging protocol was not followed. It was noted that the nonax image was the best one to use but imaging protocol was not followed but it was better than the other two images. The corst was similar to the nonax but the tip of the nose was missing and the imaging protocol was not followed. The boneax had too many artifact where the auto refine could not fix the image, the imaging protocol was not followed again. It was noted that the surgeon needed a light tough. The axial/helical scans were acceptable using a pitch ratio of 1:1. It was noted that if the helical scans were used, to make sure that no image artifacts in the reconstructed image slices could be seen. It was recommended to use a circular (or square) field of view (fov). As well to use the smallest fov to encompass the region of interest, which was usually up to 25 cm (250 mm). A fov that exceeded 50 cm (500 mm) in any direction may affect the functional performance, speed, or navigational accuracy of the system. It was noted that the scan should include the top of the head, the skull base, and the nose. If the scan would be merged with other scans using the merge software, it was recommended to make sure that there was an air gap around the head.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the software was not accurate during registration. The site was off by 3 inches when using three point touch and trace. They had to use the patient tracker in order for the software to be accurate. It was also noted that when they plugged in the keyboard, the screen went black and then logged them out. This happened when on the phone with technical services (ts) to get logs and patient archives. The local representative (rep) plugged in the thumb drive and the screen went black and logged him out. The left side thumb drive was in (3.0 usb port) the right-side keyboard (2.0 usb port). Troubleshooting was performed. The rep went through three point trace and the patient tracker was tracing. The inaccuracy issue was resolved. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
Additional info: section a updated note: section a4 was confirmed to be unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2-3) analysis regarding inaccuracy issue: the software analyst observed there were multiple registrations with accuracies in the range from 2.5 millimeters (mm) to 5 mm. Very less trace points collected for high accuracy values. Reviewed the archive which had 2.1 accuracy value. Points collected on the nose and right of the forehead were bit deeper into the skin. There was an yellow zone of accuracy on the interested region of surgery. Requested to cover the broad areas for better accuracy. Suggested to take trace more points throughout the blue area as per the protocol and by touching lighter on the skin for the best registration accuracy. The software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. Codes: b01, c19, d15 h2-3) analysis regarding software exit issue: the software analyst observed there were 9 sessions. From the last, but one session user tried to export. The export had been done successfully and after that session closed with our any abnormal shutdown. There were no errors and no qmlguiservice errors captured and no other evidence found for the cause of the logout issue. The last session also did not have any errors. There were no segmentation faults, no coredumps captured. The software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.